Event description:
The patient was revised due to knee pain and loosening of the tibial tray at the cement to implant interface. Depuy smartset medium viscosity bone cement would have been used in the primary procedure, since the hospital only stocks smartset cements. The product codes and the lot numbers for the cement used are not available, since the hospital orders their cement directly from depuy synthes. All of the patient's primary components, with the exception of the attune medialized patella implant, were removed and replaced by attune revision components. Surgeon believes there was a flaw in the design of the underside of the original attune tibial trays, since he has had to revise more than a half dozen attune cemented fb tibila trays due to loosening. The debonding interface for the majority, if not all of them of those surgeries, was the cement/implant interface. Doi: (B)(6) 2015; dor: (B)(6) 2022; affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.